Manufacturer narrative:
Mmdg received and evaluated the device in question, and reproduced and confirmed the leak as described by the initial reporter. Investigation into the cause of the failure is still in progress.

Event description:
The initial reporter stated: "on tuesday (B)(6), patient had an unfortunate incident with the eleprase infusion where the IV inline filter of the curlin tubing leaked the solution out. The product was returned to the pharmacy for inspection. The lot number of the tubing involved is not known but [it could be one of] two possible lots. . . The tubing was visually inspected by a magnifying glass and light set up. Indeed there was a leak in the filter. The filter did not appear to be broken. There were no radiating fractures or any indication of trauma to the filter. There were no teeth marks, all appeared as it should. Upon application of pressure to the solution in the line, the side seam of the filter leaked at part of the circumference weld." Note from the manufacturer -- this MDR is the first of two connected with this particular complaint. The initial reporter stated above that the event could have occurred with one of two possible lots. We are submitting a separate report for each possibly-involved lot. (B)(4).